Event description:
The pump overinfused during pt use. An unknown pump channel was programmed to infuse 40meq of kcl at a rate of 35ml/hr as a piggyback at 10:45. It is not known what medication the primary bag was or what rate the primary infusion was set for. Aprox 1 hour later at 11:45, the entire bag of kcl was empty and the primary bag appeared extra full. It is not known if the pt got any of the kcl or if it went into the primary bag. It was noted that the secondary bag was hung higher than the primary bag. No medical intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain info regarding the date this incident occurred and specific pt info, no additional info was available.